Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause was unable to be determined. No device was returned. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, part of the sheath of the 150 micron tfl single use fiber was burnt off during an unspecified procedure in the bladder. There were no reports of patient harm. Related patient identifier: (B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.